Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found bottom case tamper seal is broken. The device?s event history log was reviewed for evidence of the reported event, ?primary audible alarm bgnd test? Was found. To conduct functional testing, the device was powered up, an occlusion test was performed, unable to duplicate the primary audible alarm bgnd during occlusion test. Audio test, device passed all the audio test. Unable to determine the intermittent of the error. To resolve the issue, the speaker and interconnect board were replaced as a preventive action. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported that during a returned order service the device failed the primary audible alarm background test and it was also noticed that the bottom case had a crack in it.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.